Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was intermittent loss of capture and elevated pacing thresholds on the right ventricular (rv) pacing lead. During the upgrade to a dual chamber pacing system, the surgeon noted that the rv lead had separated from the heart tissue due to the patient outgrowing the lead redundancy. The rv lead was removed and replaced with a new lead. No patient complications were reported as a result of this event.